Manufacturer narrative:
(B)(4). The customer advised physio-control that the cause of the reported issue was due to the batteries not being seated in the device all the way. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were attempting to use it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.